Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump reset unexpectedly. Subsequently, the pump time was incorrect. During troubleshooting with tandem technical support, the customer corrected the time and resumed insulin therapy. There was no adverse effect to the customer's blood glucose level.